Event description:
It was reported that the patient presented in clinic with discharge at the device site due to an unrelated infection. The pacemaker, right ventricular (rv), right atrial (ra), and left ventricular (lv) leads were all explanted. The day following the procedure, the patient had a seizure and passed away. The official cause of death was unknown. There is no known allegation from a health care professional suggesting the death was related to any abbott products or procedures.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The lead was returned due to patient death. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies except for damage consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.